Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a year after the dental implant was installed in intraoral region #14, it was verified its loss of osseointegration. Less than 10ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type IV).